Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited burnt on probe cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the root cause could not be identified. However, it was possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. The events can be detected and prevented in accordance with the following IFU. Instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope instruction manual gif/cf/pcf-190 series operation manual chapter 4 operation:4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.